Event description:
It was reported that after normal placement of the slim loc plate, the physician stripped two of its cam-lock mechanisms. The physician removed the construct and implanted a 26mm anterior cervical plate with four 12mm screws. There was a concern about malalignment of the pilot holes switching from the slim loc plate to the anterior cervical plate. The doctor used existing and retapped holes. Surgical time extended as a result.